Manufacturer narrative:
There is no indication that the customer reported complication of pneumothorax was related to a product issue. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure. An ion product was not returned to intuitive surgical, inc. (Isi) for evaluation. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that after an ion transbronchial lung biopsy procedure it was discovered that the patient had suffered a pneumothorax. The patient had chest pain, and it was unknown if the pneumothorax required placement of a chest tube. There were no malfunctions of the system or any of the instrument in use during the procedure. Per the representative, the physician did not believe the pneumothorax was related to the ion system. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.